Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that following an intraocular lens (iol) implant procedure, the patient's visual acuity was not clear, and the clinical reason for explant was that the k measurement was higher than initially displayed. Prior to the iol exchange, the patient was referred to a retina specialist for cystoid macular edema (cme) in both eyes. The retina specialist determined, based on an optical coherence tomography (oct) scan, that cystoid macular edema (cme) and an epiretinal membrane (erm) were present; however, the condition was improving, was not visually significant, and no treatment was needed. The retina specialist cleared the patient for the iol exchange. The iol was exchanged for a same-company lens with a different model and different diopter 05 months and 03 days following the initial implant procedure. At the last examination, cme was still noted on oct scan in both eyes, and it was believed to be contributing to the vision issues. The patient was referred to a new retina specialist for a second opinion. As per the surgeon's opinion, the product did not directly cause or contribute to the event; however, the issue was attributed to the lack of availability of company lens powers above t6, specifically the absence of higher company lens powers. As reported, no further impact on the patient occurred, and no diagnosis of harm was reported. The patient's issues had not yet fully resolved, as the surgery had been performed one month earlier; however, vision was reported to be clearing well, and the surgeon expected normal vision.